Event description:
A nurse reported that on eight (8) different occasions with eight (8) different fecal management system kits in last week the balloon would only inflate to 5cc. On all eight (8) occasions 5cc, was drawn out and when the nurse(s) tried to instill the 5cc back they were unable to instill the 5cc back into the port.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. For each reported occasion a nurse contacted a convatec sales rep to report this event. No info was provided regarding event dates or product lots. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for eval is not expected. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. (B)(4). Note: the actual date of event is unk, so the date used the date convatec became aware.